Manufacturer narrative:
The pump was received with a broken retainer ring. Unable to lock a test p-cap into the reservoir compartment. Unable to perform the displacement and occlusion tests and unable to confirm / not confirm no delivery due to the loose retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially broken retainer ring, missing reservoir tube o-ring, glue on top of the serial number label and all over both belt clip rails. The pump was received without a battery cap. The pump passed the rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self tests. A basal rate was of 2 u/hour was programmed into the pump. The battery was replaced. After boot up, the pump was still operating at same basal rate of 2 u/hour. Thus software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of no delivery alarms was unable to be confirmed but that of the pump not being able to retain settings after a battery change was not confirmed during testing. The pump does not meet specs since a reservoir is unable to lock properly into the reservoir compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported lost pump setting with a battery change, crack at the back of the insulin pump, unexplained no delivery alarms, insulin flow block errors. Troubleshooting was not performed. No harm requiring medical intervention was reported. Its unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.